Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer discovered a leak in the tubing of a disposable cassette during peritoneal dialysis therapy. It was noted that the leak was originating from a hole in the patient line tubing. The customer stated that the tubing looked as if it was heated too much, causing there to be a hole in the tubing near the "white hub.¿ the patient completed therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.